Manufacturer narrative:
Section h4: additional information. Investigation summary: the device was not returned for evaluation and remained in use. The reported event of a no external power alarm can be confirmed based on the information recorded in the log files provided by the customer. The event log file contained events recorded from (B)(6) 5 to (B)(6), 2019. The data captured on december 10 at 8:15 and 10:31 revealed that there was a low power hazard alarm which progressed to a no external power alarm. The associated voltage levels indicated that the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery during the event. The device history records were reviewed (shop orders (B)(4) and (B)(4) and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. The manufacturer is closing the file on the event.

Event description:
Additional information provided indicated the patient unplugged mobile power unit (mpu) by accident.

Manufacturer narrative:
Approximate age of device- 3 months 4 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient experienced a no external power event. It is unknown whether this was caused by the power cord of the mpu coming loose at the mpu or the wall outlet. During this time the controllers internal battery provided power to the pump. Additional information was requested, but not provided.